Event description:
Pt was using cane to step up onto curb when cane shaft bent below the tightening ring. Pt fell and suffered a bruise. No medical attention was sought. Eval of the cane shows a ductile failure and tends to indicate that the cane collide with or was caught on something causing it to bend in a direction opposite to the force applied.